Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was over 300 mg/dl. The customer stated that he had symptoms such as dehydration and sickness. The customer was treated with IV insulin drip, antibiotics and saline drip. The customer declined to troubleshoot for high blood glucose readings. The customer also stated that he had a no delivery alarm during bolus. The customer also stated that he received a low battery alert 4 days ago. The customer was advised that (B)(6) aaa alkaline batteries are best for the pump's use. The customer was advised to revert to a backup plan and call back if any issues persist.